Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was treated by the paramedics on two occasions for hypoglycemia. The customer's mother declined any troubleshooting during the phone call as she felt that the events were not insulin pump related. Nothing further was reported.